Event description:
Information received from the field does not address the patient's clinical status but notes that one day post implant, the lead impedance increased to 1400 ohms and the capture thresholds increased to 3 v. During a subsequent follow-up, the capture thresholds had increased to 5.0 v. The lead was sucessfully repositioned. The patient will be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received